Manufacturer narrative:
Twenty-one millimeter inserts were sent to the customer. On (B)(6) 2016 a medela clinician spoke with the customer. The customer reported that she had mastitis 6 weeks ago and that she took an unknown oral antibiotic. She is fully recovered. She is using the 21mm breast shield insert and it is working well. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that the 24mm breast shields for her pump in style advanced breast pump were too small, and that she had been diagnosed with mastitis by her physician and given antibiotics.